Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (avf). A 7.0-80, 120 wanda¿ balloon catheter was selected to dilate the target lesion. However, upon the 1st inflation at 7 atmospheres for 3 seconds, the balloon ruptured. The device was completely pulled out and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.